Event description:
It was reported that on (B)(6) 2010 the pt wobbled and fell after a pump refill session. The physician reduced the drug dose and monitored the pt. It was later reported that in (B)(6) 2010, the pt developed a "strong wobble", dizziness, drowsiness, was unable to "hold body", and also experienced nausea and vomiting. The physician reduced the drug dose. The physician stated that these events were mostly due to an overdose and related to the pt's physical condition. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B)(4).